Manufacturer narrative:
The insulin pump was received with a minor scratched display window and broken battery tube threads. The pump was also received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a crack in the battery compartment of the insulin pump. Customer stated that today a piece fell off. Customer does not know how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.